Event description:
The manufacturer's representative reported that the patient had catheter revision performed due to a tear in their catheter. After the revision, the pump was programmed with 25.00 mg/ml of morphine at daily dose of 1.2mg/day. The next day, the patient started to have overdose symptoms and had to return to the physician's office to decrease the patient's morphine dose. Additional information has been requested, but was not available at the time of this report.